Event description:
It was reported that this right ventricular (rv) lead was exhibiting a high out of range impedance and high thresholds due to a suspected lead fracture. The physician decided to explant and replace the lead. The device is not expected to return. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting a high out of range impedance and high thresholds due to a suspected lead fracture. The physician decided to explant and replace the lead. The device is not expected to return. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: evaluation conclusion codes).